Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 551 mg/dl and 127 mg/dl. The customer stated that they received no delivery alarm during bolus. The customer performed troubleshooting and the insulin exited the tubing. The customer was advised that the insulin pump was working as designed. The customer also reported that the insulin pump was dropped too long ago and was cracked at the reservoir compartment area. The insulin pump will be returned for analysis.